Event description:
Journal reference: vesper, et al. "Subthalamic nucleus deep brain stimulation in elderly patients -- analysis of outcome and complications." Bmc neurology, 2007; 7(7):1-9. The article describes the results from a retrospective study that involved a series of patients treated with bilateral deep brain stimulation (dbs) for management of symptoms related to idiopathic parkinsons disease. The study objective was to better understand how patient age affects the therapy outcome and determine if there should be an age limit on dbs therapy. Patient follow-up was performed every 6 months for two years. A total of complications were noted involving patients. Complications were defined as events that prolonged the patient hospital stay and/or caused significant morbidity. Reportable event: one male patient developed transient a stimulation dependent manic-depressive state following surgery. Symptom relief (tremor control) was limited due to the psychic symptoms and his condition continued to deteriorate. He committed suicide at 15 months post dbs therapy initiation.

Manufacturer narrative:
.